Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies, weak battery alarms or failed battery test were noted. No damage on the connector and or lcd isolation tape noted. The device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received weak battery and failed battery alarms on the insulin pump and at one point the screen was blank. The customer stated he went through six batteries. His blood glucose was 147 mg/dl. The battery alarms were explained and the recommended battery type was suggested to the customer. Nothing further reported.